Event description:
It was reported that the implantable neurostimulator (ins) was implanted in the same pocket at the previous larger ins and was at an angle in the patient¿s left hip. The patient stated that there was not a good connection for recharging. The patient noted that they may have to ¿go back and have this sewn up tight.¿ the patient also noted that ¿it slid to the side of my backside.¿ the patient stated that if the belt and spacer did not help with the recharger connection the doctor may need to go in and ¿stitch up, make their battery tighter to get a right connection, to get it centered.¿ the patient mentioned that the adhesive patches had not helped with recharging. The patient also mentioned that they have had four inss. It was noted that the recharge waist belt was damaged. It was further reported that the patient was requesting a replacement belt and two spacers. The anomaly appeared to have occurred through product use. Additional information was requested but was not available at the date of this report. **see report # 3004209178-2013-10659 and 3004209178-2012-03546 for allegations related to the patient's prior system.

Manufacturer narrative:
Concomitant medical products: product ID: a01411002, serial# unknown, product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3998, lot# v014785, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was additionally reported that since implant, the ins has moved in the pocket and was not at an angle in her hip. The patient has had recharging issues due to the ins moving. The ins shifted in the pocket and may be flipped but confirmed at this time. A coupling problem was reported. The patient sometimes get coupling. The patient has seen a company representative 5 times about this. The patient can only recharge in car when applying a lot of pressure and even then has issues.